Manufacturer narrative:
The suspect device was returned for evaluation. The sample returned was received with the retainer cap and handle assembly detached from the barrel. The likely root cause can be attributed to a manufacturing operator error. The complaint was confirmed. A search of the complaint database was performed and one similar complaints for this lot number was found. The device history record was reviewed, and no exception documents were found.

Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow-up will be submitted when the evaluation is complete.

Event description:
A customer alleged during a procedure in the cardiology department, the handle of the merit basixcompak broke off. No reported injury.